Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The unit was returned for failure analysis, but the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments. The unit has no significant scratches or dents. The front bezel is not cracked. The erbe is in good condition. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called the isi technical support engineer (tse) and stated that the erbe was not detecting the monopolar instrument meanwhile another bipolar instrument was sensing and working. The site tried changing the energy cable, swapping to another port, and restarting. There was no error found related to the customer complaint. The isi tse suggested that they reseat the rear cable. The isi csr confirmed that the issue was still persisting. The isi tse suggested that they use an external energy device. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the event was confirmed to have taken place during a hepatectomy procedure. The system was inspected prior to use and nothing out of the ordinary was noted. The issue was resolved by using a 3rd party energy generator. The procedure was completed robotically. The procedure was completed robotically.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The erbe was not detecting the monopolar instrument. Therefore, the fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi followed up with the initial reporter and obtained the following additional information: the event was confirmed to have taken place during a hepatectomy procedure. The system was inspected prior to use and nothing out of the ordinary was noted. The issue was resolved by using a 3rd party energy generator. The procedure was completed robotically. The procedure was completed robotically. Patient demographic information was not provided. Isi reviewed the site¿s complaint history, which revealed pr 902494 is a related record of pr 901616. Rfe report review was performed. Per the review, the following was confirmed: the procedure took place on 03/05/2024 via system #sk0247. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi (B)(4) (quality data review meetings).